Event description:
It was reported that the ilet pump did not remain charging on the charging pad, with charging starting for a few minutes and then stopping despite use of different outlets; the cable appeared functional, consistent with a charging problem involving the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem of the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.